Event description:
It was reported that a user experienced an extended occlusion alert on the ilet while using an inset infusion set, did not acknowledge the alert to resume dosing, and later performed a supply change and dismissed the alert after a blood glucose reading of 315 mg/dl, which decreased to 300 mg/dl by the end of the call. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the issue involved user interaction with the user interface consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.